Event description:
The patient reported experiencing elevated blood glucose of up to 25 mmol/l (450 mg/dl) due to insulin leaking from the infusion sets. He injected insulin via pen to lower his blood glucose. The infusion set leaked near the headset connection and the patient alleged ketoacidosis (no hospitalization or treatment reported) with box 1 of infusion sets. He was advised from his medical professional by phone to inject 10 units of insulin via syringe. The infusion tubing tore near the luer of box 2. The cannula bent with box 3. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.